Event description:
Same case as manufacturer's report # 6000089-2006-01029 during an iliac angioplasty treatment procedure, the ultrathin diamond high presure pta balloon exhibited a slow deflation time. The procedure was successfully completed without patient complications. Patient status is reported as 'fine'.